Manufacturer narrative:
Device was not returned for evaluation, however, surgeon felt that the flexion constricture was due to patient not rehabilitate after the initial surgery.

Event description:
Patient developed a flexion constricture which led to scarring. Scarring led to decreased range of motion, therefore, device was implanted and replaced with another ortho development device.